Event description:
A non-healthcare professional reported that following intraocular lens (iol) implant procedure, the patient experienced glare and halos when driving at night and the vision was decreased. Additional information received and stated that explanted iol with patient reason was significant glare and halos driving at night and decreased vision and clinical reason was residual prescription causing decreased vision and halos. The iol was exchanged for advanced technology intraocular lenses (atiol) 6 months 1 day following the initial implant procedure.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).